Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited technical failure 388 while being used on a patient. There was no patient harm reported.

Manufacturer narrative:
A new inspiration block was provided to the customer for replacement. The defective inspiration block was returned to the zoll failure analysis lab for evaluation. The device log files were also provided for further evaluation. The component was installed on a test stand and powered on. Upon startup the display showed the standard startup sequence as expected from the user interface controller with the ventilation controller performing the self-test as usual. There were no occurrences of alarms or warning messages. A check of the component's onboard power supplies found the values to be within specification and stable. The test stand was set to service mode and the component underwent various tests, and all passed. The unit was cycled for 4+ hours in customer settings and functioned to specification with no alarms or warning messages. The reported malfunction was confirmed in the log files but was unable to be duplicated during testing; therefore, a definitive root cause is unable to be determined.